Event description:
Customer reported they found fluid leaking through the filter air vent hole. There were multiple infusions running through the filter. The IV sets are connected with multiple tri set extensions, which are attached to the filter. No pt harm or medical intervention reported. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been rec'd. A follow up report will be submitted with failure investigation results should the set be returned for evaluation.